Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a probable cause has not been determined investigation is currently in process.

Event description:
The customer reported falsely high positive testosterone results for a female patient on their aia-360 instrument. The patient initial result was 122.40ng/dl and the normal reference range is <73ng/dl. The sample was sent out to two other reference labs to confirm the initial patient result. The first one was run in an abbott architect and obtained a result of 41.00ng/dl; the second was run in a roche cobas e411 and a result of 39.00ng/dl.

Manufacturer narrative:
The patient specimen in question was run on an aia-2000 instrument and the value was similar to value given by the aia-360 instrument. The patient has hirsutism and was taking diane 35 (2 mg cyproterone acetate /0,035 mg ethinylestradiol) and the triglycerides were of 98.42mg/dl and dhea of 9.78. Due to the patient condition and medication, it was suggested that may have interfered with testosterone levels. No more sample was able to be acquired; therefore, there was no opportunity of further analysis. There were no adverse health consequences due to this event. A 13-month complaint history review and service history review were performed on serial number (B)(6) for similar complaints from 10-aug-2017 through aware date 10-sep-2018. There were no other similar complaints identified during the search period. The testosterone st aia-pack testosterone analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be determined. It is possible that the medication taken by the patient might have interfered with the testosterone level: however, there was no more sample available for further analysis. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.